Event description:
A ge representative reported the system was mixing up images. No complaints of uncommanded xray or patient injuries.

Manufacturer narrative:
The customer had seen the system mixing up images as described in a recall letter they have received. Therefore, a ge salesman, generated a complaint. A ge representative had followed up on the issue and was instructed by the customer that the issue had not been a problem at that time and cancelled the service call.